Event description:
Additional information was received which indicated that after troubleshooting with reprogramming, the decision was made to revise both the ra and rv lead. During the revision, the physician observed lead damage in the pocket area. Due to the location, the physician indicated the damage appeared to be consistent with a clavicular crush. This crt-d remains in service. There were no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and loss of capture on the right atrial (ra) lead. In addition, the crt-d had fluctuating pace impedances on the ra lead from 450 to 850 ohms and fluctuating right ventricular (rv) lead pace impedances from 500 to 1000 ohms. Both the ra and rv lead are competitor's products, however, they are configured in an off label use setup for this crt-d. The patient noted that they felt occasional stimulation in their sternum as well. At this time, the crt-d remains in service, but was reprogrammed. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this patient was seen for further follow-up. The rv pace impedances are still fluctuating, but values have increased to as high as 1600 ohms. In addition, the rv lead is now exhibiting noise and loss of capture as well. The noise is not being oversensed in either channel. At this time, the products remain in service. The rv output was now increased. No adverse patient effects were reported.